Event description:
It was reported that customer experienced multiple cartridge alarms identified as alarm 20. There was no adverse impact to the customer's blood glucose level. Customer temporarily resolved earlier alarms by reloading existing cartridge and continuing to use pump, and later agreed with technical support to receive replacement pump.